Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the pace/sense portion of the lead had fluctuating and high impedance. The pace/sense portion of the lead was capped and replaced with a new pace/sense lead. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: product performance information was received, analyzed, and high resistance/impedance was noted. Two patient alerts for right ventricular pace lead impedance occurred on (B)(6) 2012. The weekly pace lead trend data show various spike increases for maximum ventricular impedance was 528 to 3072 ohms peak between (B)(6) 2012.

Event description:
It was reported that the pace/sense portion of the lead had fluctuating and high impedance. The pace/sense portion of the lead was capped and replaced with a new pace/sense lead. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.